Event description:
It was reported that the patient used to wet the bed multiple times. It was noted that the device ¿died,¿ as well as that the device battery was ¿real low¿ and needed to be replaced. Additional information received reported that the cause of the event was a nonfunctional device, which was due to premature battery depletion. It was noted that the leads were checked and the device was replaced. The patient symptom was reported as no control of urine, the patient did not require hospitalization, and patient outcome was reported as no injury.

Manufacturer narrative:
Product ID: 3889-28, lot# v260968, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).